Event description:
It was reported that the patient usually turned stimulation off at night. It was noted that several months ago while he was sleeping he thought he was hearing music or voices. It was note that it didn¿t happen every night and that it was off and on. It was noted that when he would lift his head off the pillow the music and or voices would go away. It was noted that it happened again early this week. It was further noted that this time the patient was able to make out a sentence. It was noted that the patient heard ¿(B)(6) is at the plate runners on 1st and 3rd.¿ it was noted that the doctor turned the patient up about a month ago. It was noted that his tremors were more noticeable on the right side. It was further noted that everything was fine since the doctor turned stimulation up. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v054407, implanted: (B)(6) 2009, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).